Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Date of implant is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. During processing of this incident, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
X-ray imaging revealed fracture of the l5 lead. As a result, surgical intervention was undertaken wherein the patient's system was explanted on (B)(6) 2025 to address the issue. During explant procedure, the lead fractured again while being removed and a portion of the lead remains implanted. As a result, surgical intervention may be undertaken to address the issue.